Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui, pelvic and uterine prolapse, cystocele and rectocele. It was reported that following insertion the patient experienced pain, urinary/bowel problems, recurrence, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh removal on (B)(6) 2009 due to return of sui and release of mesh obstruction on (B)(6) 2009 due to urinary retention status post mesh. It was reported that patient underwent mesh revision on (B)(6) 2009. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009, and advantage fit was implanted; and on (B)(6) 2009, mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced burning sensation, frequency, inflammation, vaginal discharge, constipation and constriction of rectum, and leakage.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and on (B)(6) 2009 mesh was implanted due to sui, pelvic and uterine prolapse, cyctocele and rectocele. It was reported that following insertion the patient experienced pain, urinary/bowel problems, recurrence, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh removal on (B)(6) 2009 due to return of sui and release of mesh obstruction on (B)(6) 2009 due to urinary retention status post mesh. It was reported that patient underwent mesh revision on (B)(6) 2009. No additional information was provided.